Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because it has not been returned mmdg is unable to complete an investigation or confirm the complaint at this time.

Event description:
The initial reporter stated that the device over infused. Mmdg attempted to follow up with the initial reporter for additional information, however these attempts were unsuccessful. The initial reporter did not indicate the rate of over infusion or if the pump was in use with a patient or if the event occurred during testing. [Complaint-(B)(4)].

Manufacturer narrative:
The device was returned to mmdg for evaluation. During the evaluation the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR was required.

Event description:
The initial reporter stated that the device over infused. Mmdg attempted to follow up with the initial reporter for additional information, however these attempts were unsuccessful. The initial reporter did not indicate the rate of over infusion or if the pump was in use with a patient or if the event occurred during testing. (B)(4).